Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(6), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the melker emergency cuffed cricothyrotomy catheter set was being used, the plastic part of the catheter introducer needle kinked, and the wire guide could not get through it. The procedure was successfully completed with a bronchoscope, and there were no injuries or additional procedures.